Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported stent dislodgement appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The xience xpedition 48 is currently not commercially available in the u.s. However, it is similar to a device sold in the us.

Event description:
It was reported the procedure was to treat a mildly tortuous and mildly calcified lesion in the mid left anterior descending artery. During preparation of the 3.50x48 xpedition 48 stent delivery system, the technician noted that the stent was dislodged and was found on operating table. The 3.5x28 and 3.5x23 xience xpedition stents were successfully implanted in the target lesion to complete the procedure. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.